Event description:
Kimberly-clark received a report from (B)(6) stating, "the button on the mic-key gastrostomy feeding tube appears to be leaking and the button appears to contain medicine and water. A nurse obtained the button from the patient and no details were provided in reference to the date it was inserted and the date it was removed". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Kimberly-clark received one sample. The sample was received with the balloon partially filled with a pink substance. The substance was in the balloon and throughout the balloon inflation lumen. The pink substance appeared to be flaky inside the balloon. It was not possible to withdraw anything from the balloon. The balloon was squeezed and manipulated. No leakage was observed from the balloon or balloon inflation port. Directions for use state. "The balloon, which holds the tube in place, is inflated and deflated by inserting a luer slip syringe into the balloon valve. It should only be used when checking the balloon volume or replacing the mic-key. It is important to never attempt to feed through the balloon valve. It is also important to keep this valve clean. The recess in the valve can trap foreign material and it must be clean to function properly." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.